Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon clinical review of the provided information, the cause of the noted issue was determined to be use related due to the reattempt to dilate the artery after wire access was lost. Instructions for use for the related event are as follows: ¿potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation.¿ ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
The user facility reported a 42-year-old male patient was scheduled for impella cp implant for mechanical circulatory support. During impella implant via left femoral access, wire placement was lost and attempts to dilate the artery resulted in a common iliac/femoral dissection. The affected area was ballooned for stent placement. Manual pressure was held while the impella sheath was removed. The pump was subsequently implanted via the right femoral artery for patient support.